Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit was placed during a procedure on (B)(6) 2012. According to the complaint, on (B)(6) 2013 the internal bolster (internal retention plate) internalized into the gastric wall with migration of the internal bolster toward the skin surface, directly under the skin. The patient also had an abscess at the level of the internal bolster. A new endovive standard peg kit was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit was placed during a procedure on (B)(6) 2012. According to the complaint, on (B)(6) 2013, the internal bolster (internal retention plate) internalized into the gastric wall with migration of the internal bolster toward the skin surface, directly under the skin. The patient also had an abscess at the level of the internal bolster. A new endovive standard peg kit was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.